Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced infection at the implant site. The patient was treated with a topical antibiotic (date not reported). The symptoms have since been resolved. The implanted device remains.